Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer had a blood glucose of 500 mg/dl. The customer's current blood glucose was 88 mg/dl. Troubleshooting was declined. Advised the customer to never treat off the sensor. No further information was reported.